Event description:
It was reported that the patient sought medical attention after experiencing nervousness and was admitted into the hospital on (B)(6) 2026. The pod was reported to have a blockage. Symptoms reported include sweatiness. The patient reportedly was not given any specific treatment but was told to buy more pods. The patient was discharged 10 hours later. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.